Event description:
It was reported that after successful completion of an esophogeal banding, an additional band partially deployed when the doctor twisted the ligating deployment handle too far. During withdrawal of the endoscope, the band, which had not completely released from the ligating unit head, fell off and was aspirated. The band was removed during a bronchoscopy using biopsy forceps. The original procedure time was extended by about ten minutes. No pt injuries were reported. This device has not been returned for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specs. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.